Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 9/24/2015; electrode belt- 3/16/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing. Ems was called and resuscitation attempts were made on the patient. Review of the patient's continuous ECG recordings revealed that prior to passing, the patient received two inappropriate treatments from the lifevest. Prior to the treatment deliveries, from 21:14:54 to 21:22:06, the patient was in a vt at 210 bpm transitioning the vf. The response buttons were pressed intermittently throughout this time, preventing the lifevest from delivering a treatment. It is not known who was pressing the response buttons. Additionally, varying amplitudes and motion and CPR artifact also prevented the lifevest from delivering a treatment. At 21:22:06, the patient's rhythm degraded to asystole. At 21:34:56, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact. The post-shock rhythm was asystole. At 21:39:13, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR artifact, the post-shock rhythm was asystole. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. CPR and motion artifact were seen on the patient's ecgs until the device was shut down at 21:46:24.